Event description:
It was reported that during a post-operation check, the patient experienced chest discomfort. It was noted that the right atrial lead had perforated the endocardium. The lead was repositioned without complications. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the lead exhibited high capture thresholds and a drop in sensing was noted. A micro perforation was suspected and the lead was repositioned successfully. Electrical measurements were checked and noted to be normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).